Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received no delivery alarms. The customer stated they had changed their infusion set repeatedly, but the alarm persists. The customer's blood glucose was 300 mg/dl. Customer had treated their blood glucose with the insulin pump and a manual injection. Troubleshooting found insulin was able to exit during a fixed prime. The customer also stated their cannula was not bent. The customer was advised their infusion set may be occluded. The customer also stated their insulin pump would deliver insulin if they manually push insulin through the infusion set. The customer's blood glucose rose to 405 mg/dl at the end of the call. The customer treated with a 15.8 unit bolus. The customer's stated the insulin pump alarmed no delivery at 11.7 units. Troubleshooting was able to resolve the no delivery alarms. No additional information provided.